Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they just had the ins implanted and it's been relatively working but not at 100% but they were aware of that expectation. However, since several days ago, they have been experiencing lots of urgency and if they would void, they would only void a little. Agent reviewed interstim optimization with patient. The patient will wait for their doctor to call them back with advice and would call patient technical services (pats) if they needed further assistance with adjusting the settings. No adjustments were made during the call. Patient decided to wait for their hcp's advice first.

Manufacturer narrative:
B2: other: urinary retention. B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.